Manufacturer narrative:
The returned complaint samples were reviewed and it was confirmed fiber burns were apparent in both units. The rfid tags from the fibers were verified which indicated both units passed release inspection within specification. It can be confirmed each holmium laser fiber is 100% inspected for both visual and power testing performance defects prior to release for distribution. No manufacturing defects or contributing factors were identified upon review of the 2 holmium fiber units returned for this complaint. Additionally, it is acknowledged one of the units returned, unit 2, was utilized for 4 treatments which does not align with the information received for the complaint fiber. It was originally reported that both of the complaint samples were used only once. The energy transmission (complainant usage) of the fiber confirmed during the review of the rfid tag for both units is objective evidence that both units were operating as intended. The state of the laser utilized with these units can not be confirmed. No root cause for the burning of the fibers was identified.

Event description:
A notification was received regarding holmium fibers reported to have burned. The complainant reported, "4 therapeutic optical fibes were burned, batch f5019r". No patient harm was reported.